Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 550 mg/dl. Cause was not known. Reportedly the customer required assistance and was taken to the hospital. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.